Manufacturer narrative:
No product was returned for this investigation. The following are possible root causes of the drill breaking: 1) the drill is dull. 2) a defect is present in the material. 3) insufficient heat treatment of the drill. 4) incorrect pressure or speed used by the dentist during the procedure. A conclusive root cause could not be determined.

Event description:
Dr. (B)(6) was cementing a post in tooth 21, and barely pushed down on the rheostat drill, and it broke in the patient's mouth. First time using kit. Blue drill is still in patient's mouth and they left it in as a post and cemented it in. Doctor wanted us to be aware.